Event description:
Device malfunction: failure to deploy plunger. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery. Reportedly, the plunger would not stay down and locked into position. Hemostasis was achieved using manual compression. There were no reported pt effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.